Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000297073 history record review was completed. There was one (01) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cauterization was not successful, and finally the jaw peeled off. There are no detached devices inside the patient. Silicon is peeled off. The peeled silicon does not remain in the body. Silicon is not in the patient's body. Another new one is vasoview hemopro 2. No harm to the patient. No delays in procedures.

Manufacturer narrative:
(B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.